Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. Device evaluated by manufacturer: a visual and microscopic examination revealed distal stent damage. A number of strut rows were raised and misaligned. The balloon was bunched at the proximal end. The tip was flared and damaged. A 0.015 inch product mandrel was inserted through the lumen with no restrictions noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on (B)(6) 2011. It was reported that during a stenting treatment procedure, crossing difficulties occurred. Vascular access was gained via the femoral artery. The 15x2.75mm, 80% stenosed, eccentric and de novo target lesion was located in the severely calcified and moderately tortuous right coronary artery (rca). A significant bend of greater than 90 degrees was noted at the lesion. A kinetix guide wire was advanced to the lesion and the lesion was predilated with a 1.5x20mm balloon and then with a 2.0x20mm balloon. After pre-dilating the lesion, the stenosis was reduced to 40%. After exchanging the guide wires, a 2.75x24mm taxus liberte stent delivery system (sds) was advanced but could not cross the lesion. The sds was removed and further dilation was performed with 2.0x20mm balloon. Again the taxus liberte sds was advanced but could not cross. A 3.0x13mm stent was advanced and deployed. The taxus liberte sds still would not cross and the procedure was aborted. There were no patient complications and the patient's status is stable. However, device analysis revealed stent damage.